Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and the patient made a mistake. On the same day, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection ceftazidime (500 gram, frequency, route and duration not reported) and amikacin (125 milligram, frequency, route, and duration not reported) for the event of peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event (previously, outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.